Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a pulse generator system was explanted due to infection. Systemic infection was suspected; however, the source was unknown. No further information was reported.